Event description:
The patient, a (B)(6) year-old female, with a recent medical history of acute cardiogenic shock following a stemi. On (B)(6) 2014, a thoratec centrimag temporary left ventricular assist device was placed for acute cardiac support. On (B)(6) 2014, the patient became unresponsive. Staff immediately responded and observed a large amount of blood covering both the patient and the bed. It was determined that the patient's centrimag inflow cannula had separated where the flexible portion is bonded to the hard plastic connection. Acls protocol was initiated. Despite full resuscitative efforts the patient expired.